Manufacturer narrative:
The instrument was returned and evaluated. Engineering confirmed the reported complaint. The distal end of the main tube had various scratch marks with light material removal. The scratches were .115 - .180 in length and not aligned with the tube axis. Engineering concluded the damage may have been caused by mishandling/misuse. 2 uses left. No other damage was found. The endowrist instruments instructions for use (IFU) specifically states: general precautions and warnings - handle instruments with care. Avoid mechanical shock or stress that can cause damage to the instruments. Do not use an instrument to clean debris from another instrument intraoperatively. This may result in damage to the instruments or other unintended consequences, such as disconnection of the instrument tip. The customer reported complaint does not itself constitute a MDR reportable event; however; the reported malfunction if to recur could cause or contribute to an adverse event.

Event description:
It was reported that prior to starting a da vinci si surgical procedure a surgical assistant noticed that the black protective coating was chipping away on a large needle driver instrument. There were no missing pieces or fallen pieces reported. No patient harm, adverse outcome, or injury was reported.